Event description:
It was reported that at patient follow-up there was a lead warning. Device reported about 280 low impedance paces. The device lead monitor was configured to "monitor only" and therefore no switch in polarity to unipolar. Testing at follow-up indicate bipolar impedance at 700 ohms and unipolar 500 ohms. Additionally, no oversensing was observed and thresholds were good. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.